Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4). Device evaluation summary: service personnel (sp) inspected the ventilator and replaced the power supply. The ventilator passed all tests and calibrations; operated within medtronic specifications upon completion of service. The tamura (taiyo yuden) power supply was returned for failure investigation. An external visual inspection of the returned part was conducted and no anomalies were observed. The power supply was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator circuit breaker tripped immediately. However, the unit did power up from the bps ( backup battery supply). The fault was isolated to field effect transistors (fet) q1 and q2 short circuit and thermistor rt1 thermally damaged on printed circuit board assembly. The manufacture date of this returned power supply is february 2015. If the power supply failed in this manner, with a bps installed, during ventilation the vent would continue to run on backup battery power. The appropriate audio and visual alarms would enunciate. If no bps was installed an independent alarm would sound for at least two minutes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the ventilator was an out of box (foob) and when it was connected to an alternate current (ac), the circuit breaker (cb) 1 jump up to protect. There was no patient involvement at the time of the reported event.